Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart alarm after changing battery. The customer¿s blood glucose level was unknown at the time of the incident. Alarm occurred shortly after inserting a new battery. The customer inserted new battery and the pump alarmed again. The customer was advised that the insulin pump needed to be. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed unexpected restart error test and displacement test. No unexpected unable to exit training mode due to bad battery alarm or unexpected restart error alarms, reset time/date anomaly after change battery noted during testing.